Manufacturer narrative:
Additional data.

Event description:
It was reported that a patient was revised 12 days post-operatively to address migration of two es2 short blade cannulated screws. This report captures the first of two es2 screws.

Manufacturer narrative:
H3 other text : no product returned as per hospital policy.

Event description:
It was reported that a patient was revised 12 days post-operatively to address migration of two es2 short blade cannulated screws. This report captures the first of two es2 screws.